Manufacturer narrative:
Correction: the patient's computed tomography scans from (B)(6) 2021 are reported under manufacturer report number 2916596-2022-10586. Manufacturer's investigation conclusion the report of low flow alarms could not be confirmed because no log files were submitted for evaluation. The reported inflow cannula misalignment could not be confirmed from this evaluation as no computed tomography (CT) scan images depicting the misalignment were submitted for review. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that according to the nurse practitioner the patient had a normal blood pressure, and their diuretics were optimized, but the patient continued to have persistent low flow alarms on (B)(6) 2021. The patient was asymptomatic, and the low flow alarms occurred primarily when the patient was laying supine on the left side. The low flow alarms were thought to be positional, but the patient was not a candidate for surgical reposition on their ventricular assist device (vad). Right heart catherization (rhc) with speed optimization and a computed tomography angiography (cta) were performed on (B)(6) 2021 and (B)(6) 2021, respectively. A low flow controller was requested. Additional information communicated on 08dec2021 stated that there was no new thrombus identified in the cta. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 "surgical procedures" provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30mar2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient continued to have persistent low flow alarms since implant. The patient was reportedly asymptomatic and their low flows primarily occurred while the patient was lying down on their left side. Previous computer tomography angiography (cta) scans performed around (B)(6) 2021 revealed that the inflow cannula was slightly oriented towards the anterior apical wall rather than in-line with the mitral valve plane. This scan also revealed the presence of a thrombus (916596-2021-02242). The low flows were thought to be positional but the patient was not a candidate for surgical reposition of their ventricular assist device (vad). The low flows were not thought to be due to dehydration or over-diuresis as their diuretics were optimized and their blood pressure was normal.